Manufacturer narrative:
The model 1000 electrode remains implanted in the patient and, therefore, is not available for return to ebr for analysis at this time. The investigation is ongoing, and a supplemental report will be provided upon completion. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that the patient underwent a battery and transmitter (b&t) replacement on (B)(6) 2025. Following the replacement procedure, electrode tracking could not be achieved despite adherence to established best practices. As wise therapy could not be established immediately following the b&t replacement, the implanting physician elected to turn off the wise system and maintain crt therapy via the co-implant until the patient could return for further evaluation. During the most recent evaluation which occurred on 05 january 2026, electrode tracking was observed; however, tracking was only achieved acutely. The patient is scheduled to return on (B)(6) 2026 for further optimization and to allow for collection of additional data. No adverse patient sequelae was reported.

Manufacturer narrative:
A complaint was received reporting that following replacement of the model 3100 battery (s/n (B)(6)) and model 4100 transmitter (s/n (B)(6)) on 18-dec-2025, electrode tracking and biventricular (biv) capture could not be achieved during the procedure. As a result, wise therapy was temporarily discontinued and the patient continued to receive cardiac resynchronization therapy from the co-implant device. No adverse clinical events or patient complications were reported in association with the event. At a follow-up evaluation on 05-jan-2026, the wise system was interrogated and acute electrode tracking and biv capture were successfully achieved during testing. At that time, chronic performance data were not yet available because the system had remained turned off following the replacement procedure. Additional follow-up and optimization were planned to assess chronic system performance. As the electrode catheter, battery, and transmitter remain implanted, no returned product was available for in-house testing or failure analysis. A review of the manufacturing documentation and lot history records (lhrs) was conducted for the model 1000 electrode catheter (s/n (B)(6)), model 3100 battery (s/n (B)(6)), and model 4100 transmitter (s/n (B)(6)). All manufacturing records, including in-process inspections, final acceptance testing, electrical testing, and sterilization documentation, confirmed that the devices met all applicable manufacturing specifications and release criteria. No discrepancies or nonconformances were identified that could be associated with the reported event. Based on the available information, the specific cause of the initial lack of electrode tracking could not be determined. The restoration of electrode tracking and biv capture at follow-up indicates that the system was capable of normal function after the replacement procedure. The reported event may have been related to transient post-procedural or system optimization factors; however, a definitive root cause could not be established.

Manufacturer narrative:
The model 1000 electrode (s/n (B)(6)) remains implanted; therefore, visual inspection and in-house functional testing could not be performed, and the reported failure was not reproduced. Immediately following battery and transmitter replacement, electrode tracking was not achieved and wise therapy was temporarily discontinued. The patient remained supported by a co-implant crt system, and no adverse clinical events were reported. At follow-up on (B)(6) 2026, acute electrode tracking and biv capture were successfully achieved. Chronic performance data are not yet available, limiting assessment of sustained tracking. Based on the available information, the root cause of the initial lack of tracking cannot be determined. Continued follow-up is planned to monitor chronic performance. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Please note that the date previously reported in section b(4) of the initial manufacturer report (MFR) 3013596742-2026-00001 as 18-dec-2025 was incorrect. The correct date is 12-jan-2026, which reflects when the initial manufacturer report was completed and submitted. The investigation remains ongoing. A supplemental report will be submitted upon completion of the investigation and when additional information becomes available